Event description:
A falsely elevated troponin I result of 0.84 ng/ml was obtained on a pt sample. The result was reported to the physician. The sample was repeated on alternate methodology and a result of <0.04 ng/ml was obtained. The pt underwent a cardiac catheterization but there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Instrument data indicates that the falsely elevated troponin I result was heterophilic antibody interference.

Manufacturer narrative:
No further evaluation of the device is required. The IFU for stratus cs cctni test pak contains the following info: "pt samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and pt history should be interpreted with caution." Dade behring inc. Did receive a sample from the customer and confirmed the heterophilic interference. The instrument is performing within specifications.